Manufacturer narrative:
Visual inspection under magnification showed extensive electrode wear with dried tissue present in the suction orifice. There was adhesive detached on the right side of the spacer with a pin-size hole on the right side of the cap. There were a significant amount of scratch marks present on the cap as well as the black shrink tube on the shaft near the tip of the wand. The black shrink tube has been ripped near the thermocouple wires affixed to the shaft. There were no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and the ablation and coagulation functions were activated in saline solution for approximately 10 seconds after which the controller exhibited an e-4 error code. The root cause of the error code could not be determined with confidence. Evidence suggests that the device came into contact with another metallic object causing the adhesive to become detached around the cap and shaft. A minute trace of saline breaking the barrier of the cap and shaft will cause the controller to generate an e-4 error as it will detect a power spike. The output is deactivated in order to protect the wand and generator from excessive power delivery. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the ambient super turbovac 90 wand presented an error code during the procedure. The procedure was successfully completed using a competitive device. There was no surgical delay or patient complications reported.